Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report false negative vitros benzodiazepine (benz) results from a non-vitros biorad reactive control using vitros benz reagent lot 1523-59-9574 on a vitros 5600 integrated system. Biorad liquichek urine toxicology low opiate reactive control, lot 72650 benz results of 140.6, 138.0, 137.4, 133.3, 126.7, 129.7, 137.1, 137.0, 140.4, 131.1, 138.2, 131.7, 136.3, 127.6, 139.1, 138.7, 139.0, 129.2, 136.7, 135.5, 140.1, and <85 (x26) ng/ml (negative) vs. The expected results above the vitros benz reactive cutoff of 200 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The false negative vitros benz results were obtained from non-patient samples, there was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation concludes that false negative vitros benzodiazepine (benz) results were obtained from a non-vitros biorad reactive control using vitros benz reagent lot 1523-59-9574 on a vitros 5600 integrated system. The assignable cause of the event was an instrument performance issue. Acceptable vitros benz performance was obtained following service actions where an ortho field engineer (fe) replaced the reagent supply cooler thermistor and performed adjustments to the cuvette supply. In addition, the false negative vitros benz results were isolated to vitros (B)(4), as acceptable vitros benz performance was obtained on an alternate vitros 5600 integrated system on site. In addition, the fe also discovered multiple microtip cuvettes rows had smudges and scratches that could potentially affect the read area of the cuvette and the fe proactively replaced the lot of microtip cuvettes in use. Therefore, an issue with the microtip cuvettes in use cannot be ruled out as contributing to the event.